Event description:
Customer was trying to reconstruct a template from stereo shift films. All catheters entered had a tip y-coordinate of zero. All other coordinates were accurate, but the y-coordinate remained zero for all catheters entered.